Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed. The returned mpu (serial number (B)(6) ) was observed have to a damaged bottom housing and a small crack on its battery door upon arrival. The patient cable¿s rubber was also observed to be slightly loose around the lemo connectors. The mpu was functionally tested at the european distribution center and was found to perform as intended despite the observed damages. The mpu¿s bottom housing, battery door, and patient cable were replaced with new components. Preventive maintenance was performed, and the repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the mpu was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14apr2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Annex g codes updated.

Event description:
It was reported that during a visual inspection of the mobile power unit there was a crack noted in the bottom housing. The patient cable rubber housing was coming loose and the battery door was damaged.